Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.2 cm. Analysis was competed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported the asymptomatic patient presented for an implant procedure. Upon initial lead placement, it was observed there were varying capture threshold readings. The lead was explanted and replaced. The patient was stable.